Event description:
It was reported that the patient underwent a procedure to revise the pacemaker pocket (reason not specified). The device was relocated from the patient's right side to the left side. The pacemaker remains in service and no adverse patient effects were reported.